Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted along with concurrent anterior and posterior colporrhaphy using graft augmentation and cystoscopy due to vaginal vault prolapse and cystocele. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 mesh was implanted along with concurrent bilateral salpingo-oophorectomy, lysis of adhesions, and entero-adhesiolysis. It was also reported that the reason for surgery (date unknown) was performed due to repair of enterocele, pelvic relaxation, palpable ams hook, and dyspareunia. It was reported that she experienced pain, recurrence, bleeding, dyspareunia, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures including an excision of mesh and mesh anchors on (B)(6) 2012 due to dyspareunia, pelvic relaxation and pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.